Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances greater than 4000 ohms was measured. It was noted the patient required hospitalization. It was further noted the patient had less than 50% therapy relief. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported that impedances were measured again. The reporter stated that impedances over all contacts were okay. The reporter further stated the patient left the hospital and they were okay. Additional information received reported the impedance issue occurred approximately one year after surgery. Additional information was requested, but was not available as of the date of this report.